Event description:
It was reported that, on an unknown date, the hand piece for the battery powered driver ran continuously. It was reported that the device did not malfunction during surgery. It was also reported that the event did not contribute to a death or serious injury. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.